Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x24mm promus element plus stent was selected to treat the target lesion. It was noticed that the proximal edge of the stent was lifted. It was suspected that the damage occurred when the device was pulled back into an unspecified guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.:  it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).